Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through a device history record review and complaint history search and the reported event could not be confirmed. No devices were received; therefore the condition of the components is unknown. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further actions are required. The root cause of the femoral fracture was reported by the complainant to be femoral notching. However, investigation results concluded that a definitive root cause of the femoral notching could not be determined with the information provided.

Event description:
It was reported a patient who underwent a total knee arthroplasty was revised ten (10) days post-operatively due to fracture of the femoral condyle secondary to femoral notching. It is unknown whether the patient experienced a periprosthetic fracture or implant fracture. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately one month ago has been revised due to fracture of the femoral condyle due to notching. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.